Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the user was able to remove more air than expected. Reportedly, these cartridges had loose fill septums. The user successfully loaded new cartridge. The user's blood glucose (bg) level was in the 300 mg/dl range. The user addressed bg level with a bolus via the pump.